Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported that at 12:12 on (B)(6) 2021, a sensor scan of 98 mg/dl was received when compared to a capillary result of 46 mg/dl obtained. When the results plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. Based on the sensor scan, the customer self-treated with insulin (dose unknown) and consequently experienced symptoms of cold sweating, dizziness, and a loss of consciousness. The customer had contact with a healthcare professional who administered glucagon and serum via IV for the diagnosis of hypoglycemia. Reportedly, an hcp meter reading of 115 mg/dl was obtained compared to a sensor scan of 53 mg/dl. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported that at 12:12 on (B)(6) 2021, a sensor scan of 98 mg/dl was received when compared to a capillary result of 46 mg/dl obtained. When the results plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. Based on the sensor scan, the customer self-treated with insulin (dose unknown) and consequently experienced symptoms of cold sweating, dizziness, and a loss of consciousness. The customer had contact with a healthcare professional who administered glucagon and serum via IV for the diagnosis of hypoglycemia. Reportedly, an hcp meter reading of 115 mg/dl was obtained compared to a sensor scan of 53 mg/dl. There was no report of death or permanent injury associated with this event.